Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the 'ok', 'up' and 'down' buttons. Reportedly, the keypad cover was intact, there was no evidence of moisture or corrosion in the pump and there was no delivery issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was returned with the keypad buttons operating properly. The original complaint could not be duplicated or confirmed. It was observed that there was no physical damage on the keypad. The keypad was removed and there was no evidence of contamination found. Unrelated to the original complaint, the audio bolus button was torn but still operable.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.